Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "implant inner case is fused to outer implant case".

Event description:
Healthcare professional reported via company representative "implant inner case is fused to outer implant case". The device has been implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ tyvek or thermoform sticking: not observed issue with removing the thermoform from the packaging. As per the investigation procedure, observed delamination on the lid were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported via company representative "implant inner case is fused to outer implant case". The device remains implanted. This relates to the left side.